Event description:
The patient underwent multi-level fusion surgery and her pump was replaced at the same time. She contracted a post-op infection from that operation and was placed in an acute care rehab facility for recovery. The infection returned at some point after the pt left the facility and the patient had a wound-vac on her back for two weeks. She was brought back to the operation room to have her wound cleaned out again and at that time, the spinal segment of the catheter was removed as it looked infected. The pump and proximal portion of the catheter remained implanted and the pump was put into stop mode. If the patient needed another pump, the physician planned to implant another one next year. It was also stated that the patient had (B) (6) now as well. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).